Event description:
It was reported that during ankle joint procedure, tip of inserter broke in the patient. Broken piece could not be removed from the site. No patient injury was reported. 20 minutes delay was reported.

Manufacturer narrative:
Two 72203853 suturefix ultra suture anchor devices returned. The devices are used. There were no anchors returned. There is one full and one partial suture returned. There were no sutures returned. The physical complaint is with only one device but the sender did not know which device failed. This is the reason that they sent both. Initially both devices appear to be in good condition. With further evaluation of the two devices it was apparent which one was the failed device. The inserter shaft is bent. The distal tip has one fork tine that was snapped off. This is the result of torque/force. It was not reported what type and size prep hole was drilled. Proper prep is essential for successful repair. No root cause related to the manufacturing of this device can be established.

Manufacturer narrative:
Investigation updated to include medical/biocompatibility evaluation. This did not change the investigation results.